Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection. The patient underwent a pocket revision procedure, and the patient was doing well postoperatively.

Event description:
It was reported that the patient had an infection. The patient underwent a pocket revision procedure, and the patient was doing well postoperatively. Additional information was received that the patients symptoms were redness, swelling and pus. The physician believed that the infection was not device nor procedure related and was due to poor hygiene. The patient was put on antibiotics. The patient underwent an ipg explant procedure wherein lead extensions were implanted for ipg placement until the site healed MFR. Report number:3006630150-2023-00202. The explanted ipg was discarded by the medical facility.